Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference number: 1627487-2020-21700. Related manufacturer reference number: 1627487-2020-21701. Related manufacturer reference number: 1627487-2020-21703. It was reported the patient was not receiving effective therapy. Diagnostics indicated high impedance readings. Reprogramming was unable to provide effective therapy. To address the issue, the leads were explanted and replaced.